Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing, on (B)(6) 2019 with blood glucose level greater than 600 mg/dl at time of incident and treated with injection, set change and put on insulin drip at hospital. Customer stated that they feel okay to troubleshooting. Customer stated that insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer stated that they were keeps getting insulin flow blocked messages. The devices will not be returned for analysis.